Event description:
Information was received from a patient regarding an an implantable pump infusing unknown baclofen and fentanyl via an implantable pump for spinal pain indications. Patient mentioned a neurologist operated on them as a third operation to get them hooked up to this pump and they got it hooked up. Patient then stated they were unsure if they put a new one in or fixed the old one. The pump was placed in the patient's back, not their abdomen.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-17, additional information was received from a patient. It was reported the patient's original healthcare professional (hcp) who implanted their pump, "never hooked it up, so for a year, then stated 1.5-2 years, it was never hooked up". Another hcp was "the one that found out it wasn¿t hooked up."